Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device had an incomplete staple line and could not be removed. Hand suturing was used to re-anastomosed. There were no adverse consequences to the patient.